Event description:
A customer reported that their t:slim x2 pump battery would not charge, resulting in a shutdown when attempting to power the pump back on. Despite the shutdown, it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the customer's blood glucose level. Technical support approved a pump replacement due to recurring issues, instructed the customer on the storage mode process before returning the pump, and confirmed shipment details without a signature requirement. The customer was advised on steps to take upon receiving the replacement pump and understood that the problematic pump must be returned within 10 days using the pre-paid label and box provided.